Event description:
Revision surgery - due to subluxation.

Manufacturer narrative:
The reason for this revision surgery was performed to address instability of the patient's joint after 2.8 years of patient use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (dhrs) showed no non-conforming material reports associated with this product. A review of the DHR inspection sheets for this product reveals no discrepancies or deviations in the manufacture of this part. A review of the product complaint report history showed this is the first complaint against a part from this lot number. The root cause for this product complaint was reported as subluxation. There are no indications of a product or process issue affecting implant safety or effectiveness.